Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The inspection of the lead revealed a rubbed through insulation at approximately 45 cm distal to the is-1 connector pin. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implant state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing along with pacing inhibition with asystole greater than 2 seconds. The cause of oversensing was not determined. The rv lead was explanted and returned for analysis. No adverse patient effects were reported.